Manufacturer narrative:
Evaluation has been completed. The device log data analyses indicate that there was no ventilator shutdown or any similar event. Delivered flow was maintained throughout the ventilation period from the start of ventilation until the end of ventilation, indicating that ventilation continued. The ventilator performed as designed with no indication of malfunction. Refer to the attached failure investigation summary report for detailed findings.

Event description:
It was reported that the respiratory therapist (rt) was adjusting the patient interface to achieve an adequate mask seal. The ventilator was reported as ¿not working¿ and appeared to shut off during use. No waveforms were observed on the device display at the time of the reported event. The patient was subsequently intubated and transitioned to an alternate ventilator. No other harm, severe injury, or death was reported. The device log data analyses performed by nihon kohden orangemed indicated there was no ventilator shutdown or any similar event. Delivered flow was maintained throughout the ventilation period from the start of ventilation until the end of ventilation, indicating that ventilation continued. Nihon kohden orangemed concluded that the ventilator performed as designed with no indication of malfunction.